Event description:
Patient weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss or change in therapy. The patient reported he had to shut off his implantable neurostimulator (ins) because he had a colonoscopy. The patient reported he was set to 6.4 at program 3, but was ¿not getting anything.¿ the patient stated his stimulation was usually set to ¿5 something.¿ the patient mentioned that he as having diarrhea and incontinence, but he had symptoms prior to the colonoscopy and doesn¿t think ¿its¿ working very well. The patient did not feel stimulation. The patient noted that he usually felt it when he put it on, but then the sensation dissipated. The patient turned therapy up to 7.0 and stated it was fine and he felt a little stimulation. The patient stated the diarrhea and incontinence began in the middle of (B)(6), maybe more. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.